Manufacturer narrative:
The previously reported selection ¿required intervention to prevent permanent impairment/damage" is incorrect. The correct selection to supersede the initial outcomes should be "death".

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was chronic obstructive pulmonary disease and congestive heart failure. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.